Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged power cord. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged power cord was due to normal attrition. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.